Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin had cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners. All the buttons did function properly. No button error alarms noted. However, moisture damage was noted on the keypad traces. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.